Event description:
It was reported that the customer bought a pack of opsite flexifix gentle and there was no adhesives on the film. All adhesives remained on the plastic backing instead. A backup device was available.

Manufacturer narrative:
The device intended to be uses in treatment was returned for evaluation. Establishing a relationship between the reported event. Visual inspection confirmed silicone remained on the carrier, functional evaluation confirmed reduced adherence. The root cause has been identified as raw material issue. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release, complaint history review found other related failures. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends. (B)(4).